Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had erosion from radiation therapy. The aus was previously explanted and now being replaced. There were no additional patient complications reported.